Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller through the process. After the pump was reset, the error did not appear again, and the caller successfully started a new sensor session.